Manufacturer narrative:
(B)(4) date sent to the FDA: 01/17/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that two patient¿s experienced blistering reactions when dermabond was used during procedures. Each patient event has been captured within the following case numbers: this is one patient who reports to reactions. I was not the operating surgeon, I am allergist evaluating this reaction. There are 3 primary components of skin adhesives that are potential contactants, including a cyanoacrylate, a plasticizer, and a dye. Contact dermatitis to cyanoacrylates are well recognized. History seems to be consistent. Case 1 - (B)(4). Case 2 - (B)(4). For each individual patient event please provide the following information, if available. What is the procedure name? Microdiscectomy l4-l5. What is the procedure date? (B)(6) 2016. How was the device was used (what layer of tissue and how many layers applied)? What was the location and incision size of dermabond application? Area of incision. What prep was used prior to dermabond application? Unknown. Was the prep allowed to dry prior to dermabond application? Unknown. Please describe how the adhesive was applied on the incision? Unknown. Was the dermabond liquid adhesive placed to cover the entire length of the incision? Yes. Did the dermabond application extend beyond the patient incision? Unknown. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Unknown. Was the skin prep solution wiped off and let dry before applying adhesive? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. What date did the reaction occur on? Within 48-72 hours. How large of an area does the reaction cover? Entire length of wound. Do you have any pictures of the reaction? No. What was done to address the reaction? Topical steroids and antihistamines applied. What type of medication was used to treat the reaction? What was the dosage? Cetirizine 20 milligrams daily; triamcinolone. When (date) was the medication administered? Was the product removed? Was another method used to close the incision? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? Not yet. Can you identify the product code and lot number of the product that was used? No. What is the physician¿s opinion of the contributing factors to the reaction? Allergic contact dermatitis. What is the most current patient status? Symptomatic with significant rash around the wound extending 7-10 centimeters beyond the wound edges and eczematoid reaction on anterior chest. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) (B)(6) male, (B)(6); no previous allergies. Was dermabond previously used on the patient in a previous surgery? If yes what was the outcome of previous surgery? Not documented and surgical notes but patient indicates rash around incision.

Event description:
It was reported that the patient underwent a l-4 and/or l-5 microdiscectomy procedure on (B)(6) 2016 and the topical skin adhesive was used. Within 48-72 hours, the patient experienced a blistering reaction and topical steroids with antihistamines were applied. The patient was treated by cetirizine twenty milligrams daily and triamcinolone. The patient was also experienced allergic contact dermatitis. Currently, the patient is symptomatic with significant rash around the wound and beyond the wound edges and eczematous reaction on anterior chest. No further information is available.